Event description:
According to the complainant, the locking tab was broken and unable to lock to the feeding tube. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The sample was visually examined, the tab was sheared off on the right angle connector confirming the complaint. Based on the evaluation of the returned sample, when the right angle set is forced passed the positive stop within the locking mechanism the tab on the right angle set will break off. The set is meant to be inserted and removed when the blue lines on the set and cubby are aligned. The set is not meant to be turned 360 degrees but to stop when the positive stop within the locking mechanism is felt or anything prior to this point. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.